Manufacturer narrative:
The customer contacted a siemens customer care center. Quality controls were within acceptable range. There were no system errors. A siemens customer service engineer (cse) was dispatched to the customer site. The cse performed a total service visit and actions associated with the preventive maintenance. The cse ran a precision testing and quality control, which were acceptable. The cause of the discordant, falsely elevated tni-ultra results on one patient sample is unknown. The instrument is performing within manufacturing specifications. No further evaluation of device is required.

Event description:
A discordant, falsely elevated cardiac troponin-I (tni-ultra) result was obtained on a patient sample upon repeat testing on an advia centaur cp instrument. The sample was originally run on an alternate advia centaur cp instrument, which resulted lower. The sample was repeated on the advia centaur cp instrument ((B)(4)), resulting falsely elevated. The discordant result was not reported to the physician(s). The sample was then repeated on the same and alternate advia centaur cp instruments, resulting lower. The lower result was reported to the physician(s). There are no reports of patient intervention or adverse health consequence(s) due to the discordant, falsely elevated tni-ultra result.